Event description:
It was reported that during a follow up in clinic, slow interrogation using inductive telemetry was noted on the device. Additionally, the data received on the device was unable to be created as electronic records. The physician suspected the slow interrogation and inaccessible data were due to the patient undergoing multiple radiation therapies. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.